Event description:
The targeter missed holes and the threads for the impactor were damaged. Didn't thread the impactor all the way down. Left one distal hole empty because it kept missing. However, the targeter aligned perfectly on the table.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.